Manufacturer narrative:
The suction / irrigator instrument has not been returned to intuitive surgical for evaluation to date. Once the instrument is received and failure analysis is performed, a supplemental report will be provided detailing the results of the evaluation. This complaint is being reported due to a fragment of the suction / irrigator instrument reported as having fallen off into the patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure with no lasting permanent impairment of a body function or permanent damage to a body structure occurring.

Event description:
It was reported that during a da vinci abdominoperineal resection surgical procedure, the suction/irrigator instrument fell apart at its distal articulating end. The tip fell into the patient and was retrieved successfully during the same davinci procedure. There was no report of patient harm, adverse outcome or injury. On 02/22/2016, intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information regarding the event and confirmed the following: the instrument was inspected by the scrub nurse prior to use and was also visualized when it was initially inserted in the patient and the customer did not notice any defects. No additional procedure was required to retrieve the piece that fell into the patient, although the customer did have to open a laparoscopic specimen retrieval bag to secure the fragment inside the patient until it was appropriate to retrieve it. The surgeon was suctioning with the instrument when the event occurred. The instrument had been in use intermittently for around 45 minutes to an hour before the event occurred. The customer does not believe there was any collision of the suction/irrigator with any other instrument while it was being used.